Event description:
It was reported that, four days after the implant procedure, the implantable cardiac monitor (icm) false pause episodes due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.